Event description:
Right hip revision. Reason for revision is painful hip due to suspected corrosion.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 40mm +0 cocr head . A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device not returned for evaluation. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened. Not returned.

Event description:
Right hip revision. Reason for revision is painful hip due to suspected corrosion.